Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an endoscope communication error. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d4, d8, d9, e3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, it is likely the most probable causes of the reported event were due to damage or deterioration of parts, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.